Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic diagnostic procedure. Imdrf patient code e1104 captures the reportable event of liver damage/dysfunction. Imdrf patient code e1109 captures the reportable event of cholangitis. Block b3: date of event was approximated to (B)(6), 2026, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat a distal biliary stricture caused by a pancreatic head mass and chronic pancreatitis in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. The anatomy of the patient is torturous. Post procedure, a week after the stent was implanted, the patient presented with elevated bilirubin levels and symptoms of cholangitis. As a result, the patient was admitted to another facility. It was subsequently determined that the previously implanted stent had not expanded. Consequently, the stricture was not resolved. The original stent was removed, and the procedure was completed using another of the same device. Upon removal, the physician noted that the stent exhibited no radial force when stretched. There are no patient complications reported as result of the procedure and the patient is expected to make a full recovery.